Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. Carefusion has sent multiple emails to the foreign distributor seeking additional information concerning the reported event, evaluation and repair of the device. As of (B)(4) 2013 the foreign distributor has not been able to provide this information. If the distributor provides additional information, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was copied from an e-mail from the distributor in (B)(6). "(B)(4): does not emit beep alarm for warnings in yellow and red."